Event description:
A malfunction alarm identified as malf 12 was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed by customer technical support to place the pump in storage mode and return it using a pre-paid label within 10 days.